Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a power adapter. The customer reports that the adapter has signs of electrical arcing at the pins, pins are scored.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.